Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on september 07, 2022 that a wallflex biliary rx fully covered stent was to be implanted during a procedure performed on (B)(6), 2022. During the procedure, the wallflex biliary stent was deployed in an incorrect location. The wallflex biliary stent was removed from the patient and a different device was implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: a wallflex biliary rx fully covered stent and delivery system were returned for analysis. The stent was returned completely deployed. Visual and microscopic examination of the returned device found the stent cover was damaged at the proximal section. No other issues were noted to the stent and delivery system. The reported event of stent positioning issue could not be confirmed as this problem occurred during the procedure and could not be replicated in the laboratory of analysis. The damage noted on the stent cover most likely a result during removal of the stent using a different device. A product labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent misplacement is noted within the instructions for use (IFU) as a known potential complication associated with the use of the device in the manufacturers labeling. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary rx fully covered stent was to be implanted during a procedure performed on (B)(6) 2022. During the procedure, the wallflex biliary stent was deployed in an incorrect location. The wallflex biliary stent was removed from the patient and a different device was implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.